Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300-600s (mg/dl) range for 5 days. Customer administered boluses and changed pump supplies to treat bg levels; however, bg levels remained elevated and customer went to the hospital on (B)(6) 2016. While in the hospital, customer was treated with intravenous insulin and fluids. During troubleshooting with tandem technical support on (B)(6) 2016, customer reported that they had changed pump supplies on (B)(6) 2016, prior to the hospitalization. Reportedly, customer identified the need to change the infusion set tubing that had been in use during the hospitalization. Customer also indicated that they had been using humalog insulin in the pump cartridge prior to this change for greater than 48 hours. Customer was reminded that humalog is indicated for use up to 48 hours. Customer was released from the hospital on (B)(6) 2016.